Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer implant was not returned as it was noted to remain implanted. The implant is noted to be a 4.1 x 8mm zimmer implant. Since product has not been returned, visual/functional inspection could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: tapered screw-vent® implant system 5161, rev. 3/12. & instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing. It was reported that the unknown zimmer implant was threaded. The reported event is non-verifiable without return of the device. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d3: manufacturer. G1: contact office - name/address. G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Item and lot number unknown / not provided. PMA/510(k) number. Device remains implanted.

Event description:
It was reported that the unknown zimmer implant was threaded.